Manufacturer narrative:
H.6. Investigation: bd received 1 photo from the customer for the investigation along with sample returns if further testing is required. The photo was reviewed and the indicated failure mode for poor barrier separation was observed in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint was the 1st complaint received for this reported condition and lot number. The customer¿s photograph attached indicates a significantly underfilled specimen. Sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Based on the investigation completed, further testing is not needed as this time. This complaint has been confirmed for poor barrier separation. The most likely root cause is an underfilled specimen.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of the sample. The following information was provided by the initial reporter: it was reported that the tube did not separate properly. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: was the tube mixed properly after the collection? Yes, an experienced phlebotomist collected the sample. How long was the sample allowed to clot? Sample clotted for the suggested 30 minutes prior to centrifuging. Was fibrin present in the serum? No. Were the recommended centrifugation g-force, time, and temperature observed? 5. What is the centrifugation ramp-up speed? Yes, the centrifuge is set to a 10 minute spin at 2.9 rpm. When was the calibration of the centrifuge last checked? It is checked annually in sept. What type of centrifuge was used- fixed angle or swing bucket? Swing bucket were the centrifuge sleeves balanced to assure proper performance? Yes, the tech working stated that the centrifuge was properly balanced. Is the centrifuge temperature controlled? If so, to what temperature is it set? No, the centrifuge doesn¿t have a temperature control ¿ it is ambient temp. Are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Tubes are either walked to the department or send in the pneumatic tube system. This tube was sent via the tube system. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes, our storeroom meets these requirements. The phleb tray storage area does as well. Does the patient have abnormally high protein levels (protein disorder)? Unknown (tube discarded and mrn of patient not written down). What was storage conditions? Where they stored in refrigerator prior to use? Sample was not refrigerated prior to centrifuging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of the sample. The following information was provided by the initial reporter: it was reported that the tube did not separate properly. Additionally, on 2020-09-21 the bd sales consultant provided the following additional information: was the tube mixed properly after the collection? Yes, an experienced phlebotomist collected the sample. How long was the sample allowed to clot? Sample clotted for the suggested 30 minutes prior to centrifuging. Was fibrin present in the serum? No. Were the recommended centrifugation g-force, time, and temperature observed? 5. What is the centrifugation ramp-up speed? Yes, the centrifuge is set to a 10 minute spin at 2.9 rpm when was the calibration of the centrifuge last checked? It is checked annually in sept. What type of centrifuge was used- fixed angle or swing bucket? Swing bucket were the centrifuge sleeves balanced to assure proper performance? Yes, the tech working stated that the centrifuge was properly balanced. Is the centrifuge temperature controlled? If so, to what temperature is it set? No, the centrifuge doesn¿t have a temperature control ¿ it is ambient temp. Are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Tubes are either walked to the department or send in the pneumatic tube system. This tube was sent via the tube system. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes, our storeroom meets these requirements. The phleb tray storage area does as well. Does the patient have abnormally high protein levels (protein disorder)? Unknown (tube discarded and mrn of patient not written down) what was storage conditions? Where they stored in refrigerator prior to use? Sample was not refrigerated prior to centrifuging.